Event description:
A complaint of high readings was received on a customer's meter. A reading of 6.5 mmol/l was obtained compared to a laboratory reading of 3.3 mmol/l. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. The customer is returning two meters, a precision xtra and a precision xtra ok. It is unknown which of the meters gave the reading of 6.5mmol/l. There was no report of death, serious injury or mistreatment.